Event description:
It was reported that during an unknown procedure, the device was fired and the clip was not well closed. And thus it resulted in a colon perforation. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional information being sought on colon perforation.

Manufacturer narrative:
Date sent: 2/12/2009. Information anticipated, but unavailable at this time.